Event description:
It was reported that during central processing, the tip of a single port monopolar curved scissors instrument was broken. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the single port monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. The instrument was found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.070" x 0.094" in size.